Manufacturer narrative:
Correction to g2 to add the foreign country germany. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device inspection found cable break. The cable has suffered a cable break on the direction of the plug. This created stripes in the image. The cable needs to be replaced. Furthermore, two defective pixels were identified, however, are within the tolerance range. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during device maintenance inspection, no image was observed. The image disappears and ceases to emerge, and the visual field is suddenly lost due to faulty cable. There is no patient involvement associated on this reported event. No user injury reported.